Event description:
It was reported that during the procedure in the mildly calcified right internal carotid artery, an xact stent system was advanced and the stent deployed. Post procedure, the patient had right side weakness and expressive aphasia. Computed tomography performed on (B)(6) 2012 showed ischemia in the left middle cerebral artery territory and a stroke was diagnosed. The patient was transferred to the neurologic intensive care unit. A dopamine drip was started to maintain systolic blood pressure and an integrilin drip was started for 24 hours. No other treatment was provided. The patient's expressive aphasia resolved; however, the right sided weakness remained upon discharge. The patient was transferred to the rehabilitation unit for physical and occupational therapy on (B)(6) 2012 and discharged to home on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and ischemia are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system instructions for use. Although, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.